Manufacturer narrative:
The investigation of the complaint was therefore based on the customer information received and similar cases. The article was manufactured in 2016. Thus, the life cycle of the article could have played a role here, as the article in question was in use for 7 years. It is possible that the insulation was damaged during this time, due to wear and tear, reprocessing processes, the chemicals used and any damage caused by use. For the "a piece of the insulation has fallen into the patient", the damage must be significant and should have been detected when the item was inspected before use. The most likely cause is wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insulation material fell off sheath into patient cavity.